Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report bent cannulas with the infusion sets. The customer then stated she was hospitalized for high blood glucose. No blood glucose readings were reported. Troubleshooting was performed and the insulin pump passed the prime test but failed the high pressure test. The programming was correct.